Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a thoracic endovascular aortic repair interventional procedure using an 8.2f sheath. Reportedly, the suture in the connected state came out when the device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported the pre-close technique was not used with a sheath size 8.2f. It should be noted that the electronic perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it unknown if the IFU violation caused or contributed to the reported difficulty. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.